Event description:
Customer reported discrepant troponin I (tni) result on pt sample when testing with triage profiler sob test. Pt was originally tested in the ed. The tni marker was negative. There was a tube of edta that was collected at the same time that was sent to the lab. This sample was tested several hours later and the tni level was positive. As a result, they re-ran the sample from the ed and it was still negative. They felt the negative result was correct. The pt was admitted to the hospital based on the bnp results with diagnosis of chf.

Manufacturer narrative:
No returned sample or product expected to be returned for testing. Product support (ps) tested in-house calibrators and whole blood sample (edta) on retain samples from sob lot # w45028 for a previous complaint and reviewed mfg pouch release data. Materials used and results are following. Investigation: qc retained sob (97300) w45028, exp 02/10/10. Qc retained cm cal z (31825) 159997e, exp 01/12/12. Qc retained cm cal j (31824) 155474e, exp 01/29/11. Qc retained cm cal h (31822) 180206b, exp 07/19/10. Donor whole blood sample (edta). No error codes or standard outliers were observed. Ps observed all data points for cal z to be below the mfg cut off of 0.10ng/ml. Ps observed all data points for cal j to be within the mfg 2sd range. Ps observed all data points for cal h to be within the mfg 2sd range. All data points for the 'normal' wb donor were below the package insert cut off. Product support was unable to verify the customer's complaint. Product support could not rule out any sample specific or environmental factor that could affect analyte recovery. Review of mfg pouch release data: all release specifications were met. No corrective action required at this time as product deficiency was not established.